Manufacturer narrative:
A ge service rep performed an onsite investigation. The monoblock and controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the unit had intermittent errors and shuts down on its own. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.